Manufacturer narrative:
Concomitant medical products: 3.5 ett distal connector from new package labeled: coviden: shiley oral/nasal tracheal tube cuffless 3.5 mm ID (ref # 86235 / lot # 2060239jzx) , airway connector (sontek medical suction safe swively). The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It is reported in mw5100956, a patient desaturated during a procedure using an evis exera bronchovideoscope requiring medical intervention. Sequence of events as follows: inline suction was removed from the endotracheal tube (ett) for bedside bronchoscopy procedure under continuous cardio-respiratory monitoring. 3.5 ett distal connector added from package labeled: coviden: shiley oral/nasal tracheal tube cuffless 3.5mm ID to existing ett for procedure along with airway connector (sontek medical suction safe). Bronchoscope 2.8mm introduced via airway connector through 3.5mm distal connector and tube into trachea. Bronchoscopy procedure started. An unspecified time after the start of the bronchoscopy procedure, the patient desaturated, and the physician attempted to withdrawal the bronchoscope. The bronchoscope became lodged in the opening of the airway and was unable to be completely withdrawn. Preparations were made to remove and replace the ett. Instead, ett distal cover and airway connector had to be removed from the ett to pull out the scope in order to open the airway. Upon inspection of ett cap by the physician and respiratory care practitioner (rcp), it was noted the distal cap was marked 3.0 instead of 3.5 as indicated on the labeled package. The bronchoscope was noted to be damaged with the outer coating stripped down to the fiberoptic threads. The patient received manual breaths via bag valve mask and oxygen saturations recovered. A 4.0 distal ett connector was placed and a different 2.8 mm bronchoscope was used to complete the bronchoscopy without further issue. Additional details regarding the patient and reported event have been requested, at this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were unable to be reviewed since the serial number was not provided. However, olympus ships products manufactured according to all applicable procedures and met final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to 0.2mm diameter difference between the 3.0 endotracheal tube and the 2.8mm outer diameter of the device.